Manufacturer narrative:
MDR . / initial 1 of 8 based on the available information, this event is deemed to be a reportable malfunction. A complaint investigation was initiated under complaint investigation. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It is reported that patient experienced infusion set fell off event on 08 may 2026.